Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a percutaneous transluminal coronary angioplasty, the device was unable to cross the lesion. Vascular access was gained via the radial artery. The target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. The 3.0x32mm taxus liberte stent was advanced but was unable to cross the lesion. The procedure was completed with another 3.0x32mm taxus liberte stent. There were no patient complications reported and the patient status is stable. However; returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). A visual and microscopic examination identified distal stent damage. One strut on the 1st row from the distal edge was raised proximally. Struts on either side of the raised strut were misaligned. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related as the complaint report states that the lesion was severely calcified. Heavy calcified lesions are listed in the contradictions section of the dfu. (B)(4).